Event description:
On 2/13/95 port accessed with #20 needle. No blood return, sluggish flush. Peripheral line was needed for chemotherapy. 2/14/95 urokinase to port. Flushes well. Peripheral line for chemotherapy.